Event description:
It was reported that a user experienced difficulty pairing a dexcom g7 sensor to the ilet and initially entered an incorrect sensor code, after which the correct code was entered and cgm data began displaying; the user then observed a glucose value of 52 mg/dl and planned to eat. Symptoms included asymptomatic hypoglycemia. Outcomes included transient low glucose for approximately one hour without medical intervention, backup therapy use, or ketone testing. Investigation included troubleshooting and user education on correct sensor pairing and code entry. Investigation of this case revealed user error related to incorrect sensor code entry as the probable contributor to the event, with no device alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive with user-related factors suspected.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.